Event description:
Caller reported a malfunction on the pump, identified as "malf 12," but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue happens again.